Manufacturer narrative:
Results: death, pulmonary edema. Conclusions: death,pulmonary edema. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had two endeavor sprint drug eluting stents implanted in the lcx. Approximately 14.5 months post index procedure the patient expired. Cause of death was heart failure, acute pulmonary edema and renal failure. Investigator assessed the event was not related to the study device.

Event description:
Additional causes of death are copd, shock and respiratory failure.